Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the ultrasonic knife host machine frequently prompted too much pressure on the harmonic ace instrument knife head. The host machine then prompted to replace the instrument. The nurse pulled out the instrument and tested it again, but the issue persisted. There was no report of fragments falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a blade broken. The blade broke at roughly 0.249¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.